Event description:
It was reported that the patient presented to the emergency room. An interrogation of the implantable cardioverter defibrillator (ICD) found that inappropriate shock was delivered due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Programming interventions were made. The patient was discharged.